Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 471 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved and no permanent damage. A system check was completed and no issues with the pump were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.